Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "capsular contracture baker grade ii" diagnosed by MRI. Healthcare professional later reported "the implant shell was intact". Healthcare professional later reported "noticeable seroma formation in the implant capsule". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Event description:
Healthcare professional reported "capsular contracture baker grade ii" diagnosed by MRI. Healthcare professional later reported "the implant shell was intact". Healthcare professional later reported "noticeable seroma formation in the implant capsule". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.